Event description:
It was reported by the affiliate that during a hemorrhoid procedure, the device would not staple and would not cut. Another device was used to complete the case. There was no pt consequence.